Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the insulin pump was received with no button response due to corroded keypad trace. The insulin pump was received with minor scratched display window and broken reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error and customer was unable to clear the alarm. Customer did not press the button for three minutes or longer. Customer uses proper battery. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.